Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 2seconds. A pinhole was located near the center of the balloon. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.